Event description:
Revision surgery - the pt presented with a dislocation of the reverse shoulder prosthesis implants. The surgeon revised to a 44 +8 glenosphere and a 44 neutral semi constrained insert.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 13 days of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this product: (B)(4) for a missing feature, (B)(4) revision, (B)(4) cracked/broken/damaged device, (B)(4) due to dislocation, (B)(4) due to pain, (B)(4) due to infection, (B)(4) due to trauma, (B)(4) for stability/poor joint issues, (B)(4) for device loosening, (B)(4) due to dissociation, and (B)(4) due to a surgical technique. This is the (B)(4) complaint for this lot number. The root cause for the dislocation could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.